Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25feb2019. (B)(4). No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the ventilator had an error "o2 not available". No patient harm reported. Event date not specified; estimate used.

Manufacturer narrative:
Date rec'd by MFR: 27mar2019. MFR site: correction. Information was received that the service engineer (se) inspected the device and could not duplicate the reported issue. The ventilator passed all performance verification testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.